Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's thermal event. The manufacturer received information alleging that the device smells burnt, humidifier no longer recognizes headset tube. Additionally, the device was returned to the third-party service center. During the evaluation, it was found that the pca was burnt. There was no serious patient harm or injury. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device was returned to the third-party service center for evaluation. During the evaluation of the device at the service center, inspection of the pca board revealed evidence of thermal damage; however, no other device failures potentially related to the thermal damage were observed. Based on the available information, the root cause of the issue could not be conclusively determined. The pca board needs to be replaced. Additionally, during the evaluation contamination was observed in the blower, and the pollen filter was noted to need replacement. The device's pca board, blower assembly, and pollen filter were replaced, the device was inspected and passed final testing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.